Manufacturer narrative:
Sc-1160 (sn (B)(4)). Device evaluation indicated that the complaint was confirmed. The device would not be charged nor linked. The device also would not power up using an external power source. It exhibited excessive sleep current (21.8 ma), and high thermal on u3 asic (29.8 degrees celsius), and low vh (high voltage) impedance (105 ohms). This type of damage occured when the ipg was exposed to high-voltage transients based on the direction for use (dfu).

Event description:
A report was received that the patient was experiencing leg pain following an implant procedure. It was also reported that when the bsn representative tried connecting the device with the cp and rc there was a communication failure. It was believed that the battery had malfunctioned. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing leg pain following an implant procedure. It was also reported that when the bsn representative tried connecting the device with the cp and rc there was a communication failure. It was believed that the battery had malfunctioned. The patient underwent an ipg replacement procedure and was doing well postoperatively.